Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.75x32mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. The lesion contained >45 and <90 degrees bend. After the lesion was crossed with a non-bsc guidewire, pre-dilatation was performed with a 2x12mm maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 3.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out; however, the stent strut was found damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.